Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was having a lot of trouble with their ins recharger (insr), further stating that they thought the ins was charging but it was not. Caller stated that they think the insr keeps shutting off and they were not realizing it while charging the ins. It was reported that the patient was living in a nursing home and the nursing staff do not know much about the device. Caller stated that they could not remember if the issue was exactly the same that occurred in may but they ended up taking the patient to the hospital. Caller stated they keep the insr plugged in all the time. Troubleshooting could not be done because the caller was not with the patient at the time of the call as the patient was having back surgery.. Caller stated that they will have the nursing staff call the manufacturer to further troubleshoot and possibly get a replacement insr. The nursing staff did not even know there was an issue until they noticed the patient's ins go so low and patient suddenly started shaking. No further patient complications were reported/ anticipated as a result of this event.